Event description:
Same case as MDR ID: 2134265-2012-08252. It was reported that during a stenting treatment procedure, stent damage occurred following deployment and stent movement occurred during deployment. Access was obtained via the radial artery. The 30 mm in length, 3.50 to 4mm in diameter, de novo target lesion being treated was located in the moderately tortuous left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A 3.50x38mm promus element stent delivery system (sds) was advanced to the proximal lad and deployed. A 3.00x12mm unspecified sds was then advanced and deployed distal to the previously placed stent. An unspecified non-compliant balloon catheter was then advanced for post-dilation and while attempting to cross the 3.50x38mm promus element stent it became caught in the proximal struts resulting in stent damage. A 4.00x8mm promus element sds was then advanced with the intention of covering the proximal part of the lad lesion and the 3.50x38mm promus element stent. The 4.00x8mm promus element stent was deployed, however it appeared to moved forward during inflation and a portion of the lesion remained uncovered. Another 4.00x8mm promus element sds was then advanced and deployed in the proximal lad. A 4.00mm unspecified non-compliant balloon catheter was then advanced and post-dilation was performed. The physician then performed oct imaging and was satisfied with the lesion coverage, apposition and placement of the stents. The patient remained stable throughout the procedure and was stable following the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).